Manufacturer narrative:
A specific root cause could not be identified. Retention sample testing was performed and within specification. No reagent issue was identified. No adverse events were reported.

Event description:
The user received questionable hemoglobin a1c results for three patient samples from the cobas c501 analyzer serial number (B)(4) that were low when compared to the repeat results on (B)(6) 2011. Patient sample 1 initial result was 22.3 % and the repeat result was 7.7 %. Patient sample 2 was from a male born on (B)(6). The initial result was 28.3 % and the repeat result was 8.2 %. Patient sample 3 was from a male born (B)(6). The initial result was 14.4 % and the repeat result was 5.6 %. The initial results were reported outside the laboratory. The patients were not adversely affected. Upon evaluation of the analyzer, the field service representative was unable to determine a cause. To verify the analyzer operation, he performed operational checks and precision checks with results within specifications.